Event description:
The MFR rec'd info alleging a "check circuit" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the phone conversation with the customer, a respiratory therapist at the hospital noticed air leaking from the back of the exhalation valve in the pt circuit. The customer examined the valve and found a crack below the diaphragm on the back of the exhalation valve. The pt was placed on a passive circuit and a replacement active exhalation valve was ordered. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.